Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, while loading the lens was damaged. The surgery was completed on the same day with unspecified lens. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in b.2., b.5. And h.11. Upon further review following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
The damage was noted upon opening.